Manufacturer narrative:
Device evaluated by MFR: the device was received with the encore inflation unit, used by the customer. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual examination identified a balloon longitudinal tear beginning in the proximal transition zone in the balloon and extended distally to the distal transition zone. The total length of the tear measured 6cm. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 24 atmospheres. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure when the balloon was inflated before the rated atmosphere, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patieht complications were reported.

Event description:
It was reported that balloon rupture occurred. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure when the balloon was inflated before the rated atmosphere, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.